Event description:
Medtronic received information that this mechanical valve was explanted 26 years post implant and replaced by a new bioprosthetic tissue valve. The reason for the replacement was not provided. No adverse patient effects were reported.

Manufacturer narrative:
Multiple attempts to obtain additional information have been unsuccessful. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.